Event description:
Reportedly, a component disengaged from the instrument and fell into the patient cavity. No information was provided as to how the case was completed. Procedure: unk. Patient status: no patient injury reported.